Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced but were confirmed through the history log. The device passed all upstream occlusion detection testing. The device was calibrated to ensure continued accurate occlusion detection.